Manufacturer narrative:
A service report completed 12/15/2015 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any additional information regarding the patient. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient hematoma reported.